Event description:
Respiratory therapist changed the heat moisture exchanger device at 0553 am. At 0805 am, respiratory therapist noted small blue particles in the ballard corrugated tubing. Respiratory therapist noted that the small particles looked like the color of the foam contained within the heat moisture exchanger. Heat moisture exchanger device was changed again. Products examined, unable to identify any repeat issues with product. Therapist threw away packaging, so lot numbers and specific details are unavailable. No clear impact to the patient. (B)(4) is a distributer.